Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "no image appears on screen when connected" was able to be duplicated, was confirmed. Device has no image found and only appears when the bending tube is angulated. Furthermore, the following defects were identified during device inspection: there are several heavy dents on the insertion tube. Service repair noted the dents could have damage the charge coupled device (ccd) elements that could have caused the intermittent image black out. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported no image appears on screen when connected. The issue found at preparation for use, prior to the start of the procedure during the set-up (therapeutic nasal pyriform aperture procedure). The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 (UDI was inadvertently missed on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the dents on the insertion section affected breakage of image sensor unit inside and led to occurrence of the suggested event. The event can be prevented by following the instructions for use which state: "operation manual_ inspection of the endoscopic system inspection of the endoscopic image: operate the up/down angulation control lever slowly in each direction until it stops important information ¿ please read before use precautions for disappeared or frozen endoscopic image do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.